Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. Review of the device log does confirmed that the device was configured to use CPR/mwp/complete electrodes and the log showed the device was connected to external paddles and test port while performing the auto readiness test and 30j manual test. Therefore, electrode not connected messaged was displayed. No trend is associated with reports of this type. It's important to mention the external paddles used at the time of the reported event were not returned for evaluation.